Event description:
It was reported that on (B)(6) 2009, the patient underwent the primary surgery via tha. The surgery was completed successfully without any surgical delay. After the surgery, the patient presented for hip discomfort on (B)(6) 2022. Revision surgery was performed due to suspicion of metallosis on an unknown date. In the revision surgery, when the head was removed from the stem, a small amount of metallosis black liquid flows out. The revision surgery was completed successfully with a new stem and a new head. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Appropriate term/code not available used to capture no findings available. Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.